Event description:
It was reported that the device was used during a laparoscopic anterior resection, the instrument failed to work. There was no patient consequence reported.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The fractured distance measured approximately 5.5mm from the top of the outer tube. The device was also noted to have the clamp arm detached and missing and the outer tube bent. The device was nonfunctional due to the returned condition. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure". Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. An investigation has been initiated to determine the cause of these issues.